Event description:
Revision surgery due to Infection.

Manufacturer narrative:
The agent reported, Reason for surgery - possible infection F/54.Complaint has been evaluated and is similar to report number 1644408-2023-00415; 941-01-36E, S808 - Infection, Revision Surgery.If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.